Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will forward.

Event description:
It was reported to tyco healthcare/kendall in 2008 that a customer had a problem with a gauze dressing. The customer stated that the patient experienced inflammation under the lasik flap. The patient is being treated for dlk (diffuse lamellar keratitis) inflammation with a prescription of preforte 1% steroid drops every hour.